Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent failure of data to appear in clinical reports despite repeated confirmations of successful syncs and multiple troubleshooting steps, including app reinstallation, bluetooth removal and re-pairing, phone restart, and firmware updates. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Investigation included guided re-pairing, verification of accurate device time, confirmation of complete summary and diagnostics data transfers, and a replacement of the pump to restore expected functionality. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.